Event description:
Pump was reported to overinfuse during clinical use. The pump was reported to infuse insulin at a rate of 2ml/hr. 60-80 units delivered in a short period of time, which was significantly more than intended. No pt injury resulted.